Manufacturer narrative:
The customer provided instrument files. Further investigation is needed to determine cause of the event.

Event description:
The customer reported that they received a discrepant base excess result (which is calculated from thb, ph and pco2) on one patient when compared to repeating testing on a laboratory analyzer. There is no injury due to this event.

Manufacturer narrative:
Based on the instrument log review, a definitive root cause for the observed issue is unknown. The be(b) is a calculated parameter with dependencies on thb, ph and bicarbonate (and consequently pco2). Any observed differences between the dependent parameters can impact be(b) results. From the data, pco2 differences between the two analyses were predominant. Notably, the abl90 reported higher pco2 values compared to the rp500e. This difference in pco2 measurements likely contributed to the observed variation in base excess (b) results, as pco2 is a key factor in acid-base equilibrium calculations. Based on calibration history, sensor reagent response curves, sample integrity diagnostics, and aqc performance, the performance of the thb, pco2, and ph sensors in this measurement cartridge appeared typical and stable. A definitive root-cause for the observed differences cannot be determined. Additionally, it is important to note that samples were analyzed on abl90 after being tested on the rp500e. Pre-analytical and/or sampling handling factors can affect recovery of the gases and ph and consequently, base excess. The instrument is performing as intended and is currently operational at the customer¿s site. There is no indication of a systemic product issue.